Event description:
It was reported that a 36-year-old female patient underwent a primary breast augmentation with a 450cc (left) mentor memorygel breast implant and a 500cc (right) mentor memorygel breast implant and experienced bilateral rupture and capsular contracture (baker grade unknown) on the left side post-operatively, which was diagnosed with a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right-side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 30, 2026, mentor received additional information reporting that the device is to be explanted on (B)(6) 2026. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture and rupture. The date of event has been updated to (B)(6) 2025. Section d6b. Explantation date: (B)(6) 2026. Manufacturer¿s reference number: (B)(4).